Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that implants became loose due to infection. Sinus perforation was also reported. Inflammation was reported as a result of the event. Patient had to return to place new implants after 2 or 3 months.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two implants were returned for investigation. Visual evaluation of the as returned product identified the implants with signs of use, possible bone / tissue attached to external threads. No apparent malfunction was noticed during product evaluation that would contribute to the events. Implants matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.a pre-existing condition noted on the per was unknown bone density type, smoker, inadequate oral hygiene. The reported devices were located on unknown tooth sites (fdi) and were used for approximately 8 months, 9 days.the customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'precautions' 'changes in performance' 'treatment planning' 'adverse effects' 'sterility' DHR review: DHR review was completed for the subject lot numbers (1226260 & 1243903). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Sterilization review: sterilization records were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot numbers (1226260 & 1243903) for similar events and no other complaint was identified. Review completed utilizing keywords: 'loss of integration perforated sinus' & 'loss of integration infection' post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported events (loss of integration perforated sinus & loss of integration infection) or product (tsvb11 & tsvb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, devices malfunction did not occur and the reported events were non-verifiable with the information